Event description:
Wcq received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6), 2008 and tvt-o and prolift were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that the patient underwent a gynecological procedure on (B)(6), 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-22248. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 1/8/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted due to grade 3 cystocele and sui. It was reported that patient underwent revision of vaginal mesh on (B)(6) 2009 due to exposed vaginal mesh, non-healing. No additional information was provided.